Event description:
The patient was hospitalized due to seizures. Upon interrogation of the pulse generator, egm displayed pauses in the patient's rhythm. The marker channel showed atrial sensed, ventricular paced with no backup pulses during the pauses. The device was intermittently oversensing on the ventricular channel. The device was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.